Manufacturer narrative:
An investigation has been opened to review historical data and risk documentation. A follow up investigation will be submitted after investigation.

Event description:
It was reported that: complication - manta pulled through artery. Stent was needed to resolve bleeding. Additional information on 15nov2022: during a tavr procedure on (B)(6) 2022 access was obtained utlizing micropunture and ultrasound guidance in the right femoral artery (rfa). There were no issues advancing the sheath. Protamine was administered intravenously during the procedure. A 14f manta was used for closure but pulled through the artery. A covered stent was needed to resolve bleeding.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 14f manta was deployed for closure in the right common femoral artery. Ultrasound guidance and micropuncture were utilized to gain access. No issues were encountered advancing or withdrawing the procedural sheaths; and protamine was administered prior to closure. During deployment, the manta device pulled through the access site. The physician deployed a covered stent to resolve the bleeding, and a post-angiogram verified hemostasis. The device was not returned for investigation. It is inconclusive the cause of the device pulling out. The root cause is possibly due to procedural related (access hole enlarged during sheath exchange creating more difficulty for toggle to adhere to vessel walls); however, remains inconclusive due to lack of information available. The IFU was reviewed and precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, possibly requiring endovascular intervention.